Manufacturer narrative:
The company service representative examined the system and found the psi regulator source pressure had drifted down. The psi regulator source was adjusted to the correct pressure. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional complaints associated with this system. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the system would not cut" (failure to cut). The customer reported the system would not cut. The system was switched out to complete the case as planned. No patient injury was reported.